Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the patient presented to hospital for generator change-out due to normal eri, lead to can abrasion was observed. All lead measurements were normal. Lead was capped and replaced on (B)(6) 2016. The patient was asymptomatic.